Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the display had a blank display. Customer's blood glucose was 350 mg/dl. There were scratches on the lcd screen. After troubleshooting, the display returned. Customer was advised the battery cap will be replaced. Customer was advised to monitor the device. Customer will not be returning the device for analysis.